Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However, the report was unable to be duplicated. The device will be sent to zoll headquarters for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure - 1472" and "internal comm failure - 1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.